Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. A simulated treatment (weighed vs. Programmed fill comparison) was performed and completed without any failures or problems. The simulated treatment was performed and completed without any failures or problems. No fluid leaks in the test cassette during the test treatment. The valve actuation, system air leak, load cell value and verification were within tolerance. The patient sensor calibration check passed. An internal inspection found visual evidence of dried fluid under pump "a" and "b" mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed discoloration and dried fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported a high drain volume during a call to tech service. A follow up call was made to the patient's peritoneal dialysis nurse who reported there was no adverse patient injury related to the event. Drain 0 - 1549; fill 1-2057- drain 1-5738; fill 2-2503 - drain 2-2689. The reported drain volume of 5738 was 230% over the expected drain volume resulting in a reportable device malfunction.